Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) did not cut properly, after removing the tip cover it was noticed that the cable was torn. There were no delays. The procedure was completed with no reported injury.